Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the usb cable was not charging the pump battery. Customer's blood glucose was within range (value not provided). Reportedly, customer changed the the usb cable to resolve the issue.